Event description:
The event is reported as: complaint alleges that wire melted at the end of the expiratory side. Complaint states that upon investigation; the rt noticed a small spark. No pt injury was reported.

Manufacturer narrative:
The device sample was not rec'd by the MFR at the time of this report. A f/u report will be sent when completion of investigation.